Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 400 mg/dl in the early morning. It was also found the customer's blood glucose dropped to 32 mg/dl. The customer's blood glucose was 278 mg/dl at the time of the call. Customer had treated their blood glucose with 30 grams of carbohydrates. Troubleshooting found the customer's basal rates were changed. Customer's drive support cap also appeared to be normal. Customer was advised to monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.